Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced fungal peritonitis. The peritonitis was manifested by abdominal pain. The cause of the peritonitis event was unknown. The patient was not hospitalized for the event. On the same day, the patient began treatment with diflucan oral (dose unknown) for 30 days for the peritonitis. On an unknown date, the following month, the patient's pd catheter was pulled and the patient was placed on hemodialysis due to noncompliance. The patient recovered from peritonitis. Additional information was not available. This is report 2 of 4 involved in this peritonitis event.